Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The patient allegedly developed a urinary tract infection, as a result the patient was prescribed ciprofloxacin for 10 days. The patient stated he lays the drain bag on the floor while he uses the restroom.

Manufacturer narrative:
Received one used drainage bag with the tubing assembly attached only. Visual inspection noted no obvious defects. Per the functional evaluation, the sample was tested by passing water through an in-house 16fr. Catheter (not part of the samples received). No drainage problems were observed; the flow was continuous during the test on the sample received. The specifications indicate that 250cc¿s must be drained in 64 seconds. The results were the following: time to drain 250cc¿s: 55 sec. The device was found to be within specifications. The complaint was unconfirmed as the problem could not be reproduced. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: "visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Periodic observations of this system should be made to ensure that urine is flowing freely. If a standing column of urine is observed, check for correct positioning of bag and then for a physical obstruction. If correct positioning or removal of physical obstruction does not allow free flow, the bag may have to be changed." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No sample was returned for evaluation. The lot number is unknown, therefore the device history record could not be reviewed. The instructions for use states the following: " visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Periodic observations of this system should be made to ensure that urine is flowing freely. If a standing column of urine is observed, check for correct positioning of bag and then for a physical obstruction. If correct positioning or removal of physical obstruction does not allow free flow, the bag may have to be changed." Device discarded.

Event description:
It was reported that the anti-reflux valve would not allow urine to drain into the bag. The patient alleged he felt pain.